Event description:
The customer reported experiencing low blood glucose. The blood glucose at time of call was 60mg/dl. The caller stated that she accidentally took too much insulin and the paramedics were called. The customer was taken to the hospital and treated with a glucose drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.